Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller became unresponsive this morning and can't turn it on or off troubleshooting was unable to be performed as pt having difficulty removing back cover of controller and will call back for assistance to continue troubleshooting. Patient called back to report their controller was unresponsive. Agent had the patient reset the controller and after the reset the patient was able to access the therapy screen. Patient asked how they can turn off the controller, and the agent advised the patient the controller will go on a sleep mode by itself, they don't need to power off. Troubleshooting resolved the reported issue. Patient also made a comment when reporting their initial concern, that because they were using a tempur-pedic mattress, they could sometimes feeling like a "zapping" sensation at night. Patient mentioned the unexpected stimulation started about a week ago because they have not used the device for a year. Agent reviewed with the patient they can use the stimulation button on top of the controller to turn off and on their stimulation. The patient was redirected to their healthcare provider to further address the issue.